Event description:
It was reported that during a lap hernia procedure the clips were malformed. The site used a second device to complete the case with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.